Event description:
As reported, in 2007, this pt underwent endovascular repair of bilateral iliac artery aneurysms using gore excluder aaa endoprostheses. Follow up cta revealed a distal type I endoleak from the right limb. A reintervention took place in 2008. The physician coiled the pt's right hypogastric artery and extending distally into the external iliac artery with an iliac extender component. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.